Manufacturer narrative:
A getinge fse was sent to investigate the issue. Fse identified the pneumatic module assembly needed to be replaced. After replacing the pneumatic module the fse ran sensor calibration and functional testing. The unit passed testing and was returned to the customer for use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill error. There was no patient involvement.